Event description:
It was reported that a pt was being prepared for surgery when the head support allegedly gave way. The nurse in or was not able to relatch the unit, therefore, the pt relocated self to another unit. No injury was related to this event.